Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was a foreign substance inside of the sterile package of the malis integrated tube set. It was found that foreign material, like black lint, was found inside of the unopened package. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Updated UDI :(B)(4).

Manufacturer narrative:
Product sample was received and complaint was confirmed. An approximately 1 inch long hair was found in the packaging. A review of the DHR for lot h60490 was completed and no anomalies were found. The product is manually placed in a sealer. The operation is performed in an iso class 8 cleanroom. The requirements for this environment include a hair-net and gown with long sleeves. The hair contaminating the product appears to be the type which would be contained by the hairnet. Retraining of the operators was performed regarding proper hair net use. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.